Event description:
It was reported that the ilet user forgot to reconnect the infusion set after a shower for several hours, after which a fingerstick blood glucose was 356 mg/dl and the sensor read 305 mg/dl. The user paused the ilet and administered a subcutaneous dose of fast-acting insulin by pen per backup therapy, with education provided to wait at least two hours after the injection before reconnecting. Symptoms included hyperglycemia. Outcomes included use of backup insulin therapy and user education with troubleshooting completed. Investigation included review of user-reported history and troubleshooting guidance. Investigation of this case revealed user handling involving an infusion set left disconnected, which is consistent with interrupted insulin delivery rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set management.